Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: the last basal delivery was on (B)(6) 2016. The last bolus delivery was a 2.80u bolus on (B)(6) 2016 at 06:08. The pump was programmed to deliver a normal 10u bolus and a 10u audio bolus and both were delivered and recorded without issue. There were no hypersensitive keys observed on the keypad. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. No delivery interruptions or alarms occurred during the investigation. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose over 500 mg/dl with rapid, deep breathing associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose matched the active basal program. Also during troubleshooting, it was revealed that there were missing bolus records. The reporter stated that they forgot to dial up the bolus amount from 0.00 to the recommended amount. Cts determined that the patient failing to bolus and incorrectly programming their bolus type caused the bg excursion and referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.